Event description:
A malfunction was reported, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer's mother collaborated with technical support to reset the pump successfully, and the pump continued to function without issue. Customer was advised to monitor the situation and contact support if the malfunction recurred.